Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that his device has software issues that require turning the device off unplugging and needs to restart. It doesn't have a menu in front; and menu will not come up. He has repeated respiratory infections with symptoms that include the gathering of mucus in his system which could potentially be attributed to his CPAP. He also experienced dizziness and feels that he doesn't get the right kind of sleep because of the interruption; even with the use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
Additional information was received on 09/20/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that his device has software issues that require turning the device off unplugging and needs to restart. It doesn't have a menu in front; and menu will not come up. He has repeated respiratory infections with symptoms that include the gathering of mucus in his system which could potentially be attributed to his CPAP. He also experienced dizziness and feels that he doesn't get the right kind of sleep because of the interruption; even with the use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt to have the device and components evaluated, the customer responded but the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.